Manufacturer narrative:
Evaluation summary: complaint history records were reviewed. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility reported to a company representative that a lens had an opacity on the optic noted after insertion during a cataract with intraocular lens implant procedure. The lens was removed during the initial procedure and the procedure was completed with a new lens. There was no impact to the patient.